Event description:
The customer observed false positive alinity I total b-hcg results for a (B)(6) female patient. Sid (B)(6) generated an initial b-hcg result of 146 iu/l, repeated 81 / 93 / 88 iu/l; aliquot sample sid (B)(6) generated b-hcg results of <2 iu/l and <2 iu/l (>/= to 25.00 iu/l is positive). A repeat draw was performed several hours later and the result was <2 iu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and in house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. The ticket search determined normal complaint activity for the lot. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 21035ui00 and the complaint issue. Labelling review concluded that the issue is adequately addressed. In house testing determined that the specificity performance is acceptable. A test protocol was completed for the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the alinity I total b-hcg reagent lot 21035ui00 was identified.